Manufacturer narrative:
Product ID 3387s-40, lot# va0c4xs, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0c4xs, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had been getting zaps at the lead-extension connection behind her right ear that were random in nature, but had become less noticeable and less frequent since they began in (B)(6) 2015. She also had soreness in the same area. The rep noted that the lead-extension connection was a little lower than was typical, but was not sure if it had moved down or not. The patient also experienced a gradual decline in motor symptom relief since (B)(6) 2015, specifically having less therapeutic efficacy with more slurred speech and blurring of her vision. She got dyskinesias at times due to her parkinson's disease. Her tremor was well managed and an ophthalmologist did not find anything. The patient's medications and therapy programming had been consistent during this time. The impedances were measured on (B)(6) 2015 and some were elevated on the left side. The electrode combination of 0 <(>&<)> 2 was 4,471, 0 <(>&<)> 3 was 4,936, and 2 <(>&<)> 3 was 4,535 ohms. Historical impedance measurements from (B)(6) 2014 showed these three electrode combinations within normal limits. The rep later reported that x-rays were prescribed, but did not know if they were completed or interpreted yet. The doctor tried to reprogram the patient's settings and the cause of the issues was not determined. The patient's indications for use were parkinson's dual and movement disorders. The cause of the issues and result of the x-rays were unknown. There was also no further interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.